Manufacturer narrative:
Concomitant medical products: product type: lead, product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
The patient reported she had ins revision surgery to move the ins up higher because it was down too low where the patient sits, which was causing irritation. Follow-up was being conducted to determine when issue started and if the reported event has been resolved with the revision. Indication for use included spinal pain and lumbar radiculopathy.